Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating they learned to set power back and it was working now.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had to shut their stimulation off because they felt like they were getting electrocuted. The stimulation was so strong it went down to the end of their toes and it was horrible. The second time they tried it they had the same thing. Patient noted it took so long to get it charged and sometimes it would work great and other times it would not work. During call patient decreased their stimulation from 14.0 to 5. Patient then turned the stimulation back on and began to feel it stimulating comfortably. The patient was redirected to their healthcare provider to further address the issue if needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported there was no change that led to them feeling electrocuted and the stimulation being strong. They state they stopped using the stimulation and then turned down the stimulation after they called a manufacturer representative (rep) who told them what to do.